Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges and no prior history of similar alarms for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, provided instructions for placing faulty pump in storage mode and returning it within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.